Manufacturer narrative:
This is one event (death) reported for the same pt involving three separate products and associated with mdrs # 1225714-2014-05614; 05615 and 2937457-2014-01438.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2005 and subsequently expired after the use of the product.